Event description:
It was reported to resmed that an astral device displayed an error message (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed reference#: (B)(4).